Manufacturer narrative:
The investigaton was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
The customer reported that while a patient was connected to the ventilator workstation, the ventilator stopped ventilating the patient. According to the rt staff, all outputs and readings disappeared from the c500 screen. The device did emit an alarm. No patient injury was reported.

Manufacturer narrative:
The log file of the device provided basis for the investigation by the manufacturer. The logged entries indicate that a manual suction maneuver was started, followed by several ventilation related alarms such as ¿airway pressure high¿ and ¿mv low¿ and finally a detection of negative airway pressure. In reaction to this pressure drop, the ventilation was stopped and the safety valve of the device opened to ambient as specified to prevent the patient from negative pressure. The device alarmed accordingly. The high negative airway pressure even persisted after changing to standby and re-entering to ventilation mode. Since the safety valve is always opened against ambient during standby mode, the persisting high negative airway pressure was most likely caused by an external vacuum source. The symptom could not be duplicated during testing by the manufacturer and the device had successfully passed all tests performed according to manufacturer specification without any deviation observed. The investigation comes to the conclusion that no device failure caused the reported event and that the device behaved as specified to a detected external deviation.

Event description:
Refer to the initial-report.